Event description:
Surgeon attempting to implant anchor onto shoulder. Awl had been used to make opening for anchor. Anchor broke when surgeon began to impact the anchor into bone. All pieces of the anchor and insertion device were retrieved.